Event description:
Reference manufacturer report number: 2017865-2022-02453. It was reported during an emergency room visit that the atrial and right ventricular leads had dislodged. This dislodgement caused far field r-wave oversensing on the atrial lead triggering false ventricular fibrillation episodes and inappropriate shock from the right ventricular lead. During the lead revision procedure, the atrial lead helix was found to be unable to extend, and the ventricular lead was unable to retract. The leads were replaced without further issue. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was retracted and clogged with blood/tissue and the inner coil was over torqued due to procedural damage, which caused the reported event of helix mechanism issue. Visual assessment, electrical testing and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.